Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead exhibited pacing failure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced lightheadedness, palpitations, chest discomfort and lost consciousness. Oversensing, high thresholds, pacing at a rate below the programmed and a fracture on the electrode ring were noted on the right ventricular (rv) lead. Diagnostic testing / trouble shooting was performed. The patient was hospitalized and the lead reprogrammed and remains in use. No further patient complications have been reported as a result of this event.